Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted in the patient for an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated fields: a4 b2 b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-dilation was performed using a 22mm zmed ii balloon without any complications. There were no issues during the implant procedure. Following valve implant, mild paravalvular leak (pvl) was observed on transesophageal echocardiogram (tee) and by aortic root angiogram. The implanting team decided to post-dilate using a 23mm true balloon. During the post-dilation, an annular rupture occurred and the procedure was converted to surgery. The second valve implanted was a freestyle surgical valve, and was not implanted valve-in-valve. The patient was discharged from hospital five days post-procedure and was recovering well.